Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. Patient described the area as red and raised blisters with broken skin, burning, and sharp pain under the hydrogels of the patch. There was no alleged device malfunction contributing to the irritation. The patient's physician provided medication for the wound. Outcome of the open wound is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.